Manufacturer narrative:
An additional lot number was reported (lot #m021114). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer performed the air removal step three times instead of once. Blood glucose ranged from 217-233 mg/dl. A system check was performed and the occlusion was found to be within the cartridges. The supplies were changed to address the event.